Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
When installing optical distance sensor mt-02-183 s18227, a failure was recorded. The field service engineer (fse) installed new calibration files. Several attempts in kineverif were required to calibrate the laser to the calibration plate. 3 accuracy checks were performed, and all resulting values were >10,000. The fse attempted to perform contactless registration in rosanna software, but could not even record initial points for forehead scan.

Event description:
When installing optical distance sensor (B)(6), a failure was recorded. The field service engineer installed new calibration files. Several attempts in kineverif were required to calibrate the laser to the calibration plate. 3 accuracy checks were performed, and all resulting values were >10,000. The fse attempted to perform contactless registration in rosanna software, but could not even record initial points for forehead scan.

Manufacturer narrative:
Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h6 event problem and evaluation codes; - h10 additional narratives/data. It was reported that accuracy checks of the distance sensor did not pass during the preventive maintenance performed on 25-jul-2019. Device history record review and complaint history review were not performed based on the low severity of this complaint. According to technical investigation, the root cause of the event is due to cable connection between the sick controller box and the tool which was not locked.